Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-jun-2017, fse arrived at the site to address the reported event. Fse cleaned and lubricated the up and down rails and ran five analytes. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to mechanical fault/ failure of the b/f washer.

Event description:
On (B)(6) 2017, the customer reported an excessive grinding noise with their a1a-600ii analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.